Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed downstream occlusion calibration. There was no patient involvement.

Manufacturer narrative:
D3: correction. D9: 29-jan-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the upstream occlusion sensor was worn. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed high alarm displayed: cassette not attached properly. Functional testing revealed a defective downstream occlusion (dso) sensor. The dso sensor was replaced to resolve the issue.